Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and constipation. The cause of the peritonitis was reported as "reused equipment and constipation". It was further stated that the patient "reused minicaps multiple times." It was reported that the patient was hospitalized for the event. The patient was treated with meropenem injection (1gm, once daily, intraperitoneal, discontinued), gentamycin injection (40mg, once daily, intraperitoneal, discontinued) and vancomycin (1gm, once daily, intravenous, ongoing). It was reported that pd therapy was put on hold and the catheter was removed. The patient was shifted to hemodialysis (hd). Same hd was ongoing. Pd therapy was not ongoing at the time of death. It was reported that the patient experienced shortness of breath and passed away. The cause of death was reported as shortness of breath. An autopsy was not performed. It was reported that the patient was not recovered from the peritonitis prior to death. It was not report if the patient was trained on proper aseptic technique. No additional information was available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.